Manufacturer narrative:
Device was received with normal operating currents. Also passed self-test, rewind test, basic occlusion test, prime/a33 test and displacement test. No unexpected low battery alarm noted. However, device received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify no delivery alarm due to motor error alarm. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump screen had no delivery alarm, battery life was diminished. The insulin pump will not be returned for analysis.